Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the scrotum since the initial implant procedure. The pump was twisted on the vas deferens in the scrotum. The ipp pump was explanted and the reservoir was left in the patient. There were no further patient complications.